Event description:
The physician reported that the users processor is rubbing against the internal device and is therefore causing skin breakdown. In addition, the internal ci is positioned too anteriorly. It is unknown if the implant housing has migrated anteriorly or if it was that placed that way at implantation. Reposition surgery was performed on (B)(6) 2021. The device stays implanted and use. This report refers to 9710014-2021-00873. For further information please refer to this report.